Manufacturer narrative:
The patient had a pump exchange on (B)(6) 2019 which is captured under MFR #2916596-2019-03106. The malfunctioned system controller interrupted lvad function. This report is only for the pump. The report for the system controller is captured under MFR #2916596-2019-03236. Approximate age of device- 0 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient experienced low voltage alarms while on power module after returning from pump exchange. The alarms did not show up on system monitor and only showed up on system controller upon interrogation of the device. The submitted log file on (B)(6) 2019 shows system controller fault. The log file also shows that the driveline was never connected. The primary system controller, (B)(4), was exchanged. The exchanged system controller continued to alarm and could not be turned off. The perfusionist stated that hm3 controller was found "in a pool of bed in the drape." The perfusionist clarified that the system controller was exposed to fluid (blood) on the sterile field. The system controller was cleaned before placing the backup battery. It has been confirmed that this is the system controller that was attached to the patient in the or and was running upon admission to the cardiothoracic intensive care unit (cticu). The exposure to fluid may be the reason the report came back as the system controller never being connected to the driveline. After the system controller was exchanged, no further issue was reported. The rpms, flow, and pi all were displayed and the vad settings returned to normal.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log files that was provided by the account confirmed low flow events; however, a specific cause could not conclusively be determined through this evaluation. The account submitted log files for review. The system controller event log file contains data from 25jun2019 at 0:04:55. The log file shows the controller not being connected to the driveline and lvad off. An additional system controller event log file contains data from through 7:27:35 and 25jun2019 at 6:50:08 through 8:07:42. Low flow events were captured from 25jun2019 at 6:50:08 through 7:51:47. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Some of the events lasted over 10 seconds, and low flow alarms were flagged. The pump appeared to function as intended. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6). The heartmate 3 lvas IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU, as well as the patient handbook, describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.